Event description:
The field service representative (fsr) stated that sample tubes would get clogged in the glp disposal tube (list number 06t24-01) for the glp loader module, serial (B)(6). The disposal tube was cleaned, and the clog was removed to resolve the issue. The fsr also noticed that the configuration for the waste tube limit for the waste bin was left at 800, which was changed it to 700 since the customer uses 16x100 sample tubes. There was no patient involvement and no reported impact to patient management or user safety.

Manufacturer narrative:
The long-term solution is to remove the tubing to utilize the full diameter of the disposal pathway, which will reduce the likelihood of tubes getting caught in the disposal pathway.

Manufacturer narrative:
During the investigation, it was found that the reason the 16 mm sample tubes were getting stuck in the glp disposal tube is that the disposal tube was found to be deformed and not quite round. The deformed disposal tube lead to sample tubes getting stuck causing back-up and potential spillage of the sample tubes and its contents. The cause for the deformed tube was determined to be related to the material of the disposal tubing (pvc). The material was found to be too flexible. Because the tubing is deformed and flexible, they become bent when being inserted, resulting in less space for the sample tubes to slide into the waste bin. As an interim action, the disposal tubes will be checked at the supplier via a test procedure for incoming inspection and for in-process controls. As a long-term solution, an alternate tubing material will be found that cannot get easily bent. Based on the investigation, a deficiency was identified with the glp disposal tube (list number 06t24-01) for the glp loader module (lm), serial m07a010022. This report is being filed on an international product, glp loader module, list number 06t12-01, which has a same/similar component of the modular glp systems track registered in the us, list number 04z96-51 note: the glp systems track is not yet distributed in the us.

Event description:
The field service representative (fsr) reported that waste tubing on the right side with two samples crossed together and clogged the waste outlet. The fsr replaced the waste tube, which resolved the issue. This issue occurred on the glp disposal tube (list number 06t24-01) for the glp loader module (lm), serial (B)(6). There was no impact to patient results, patient management, or user safety reported.